Event description:
The pt was found with her IV catheter pulled out and it was observed that the catheter tubing had separated from the plastic adapter. The catheter was not located in the pt.

Manufacturer narrative:
Attempts to retrieve additional info regarding this incident are being made. The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).